Manufacturer narrative:
Physio control service representative evaluated the device and verified the reported issue. The customer's device will be forwarded to our product analysis center (pac) for further evaluation. The customer will be provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third party agent contacted physio-control to report that their customer's device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There were no reports of patient use associated with the reported event.

Event description:
A third party agent contacted physio-control to report that their customer's device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
The device was further evaluated by physio control. It was found that the root cause of the reported issue is the shortened capacitor, c20. Device is archived by physio control.